Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the physician had found some sort of buildup on lead in the heart via tee (transthoracic echocardiogram). There were no additional adverse patient effects reported. This ra lead was explanted.

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection. Reportedly, the physician had found some sort of buildup on lead in the heart via tee (transthoracic echocardiogram). There were no additional adverse patient effects reported. This ra lead was explanted.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, additional information from product investigation indicates that the allegation against this lead was not confirmed. This lead was analyzed, passed all the baseline tests and exhibited normal lead functions. This supplemental is being filed to capture d9: returned to manufacturer date and investigation results. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
**UDI related data quality updates only** this report is being filed as a correction in response to an FDA request for the complete the unique identifier (UDI) #.

Event description:
It was reported that the patient with this right atrial (ra) lead had exhibited infection. Reportedly, the physician had found some sort of buildup on lead in the heart via tee (transthoracic echocardiogram). A revision was performed and the ICD along with the right ventricular (rv) lead and right atrial (ra) lead were explanted. No additional adverse patient effects were reported. This ra lead was returned for analysis. Additional information from product investigation indicates that the allegation against this lead was not confirmed. Analysis of the returned product is not able to provide relevant information for infection-related allegations as infection was known inherent risk of the device.